Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient fell on (B)(6) 2018 and had surgery to repair their fractured hip. The caller didn't know if the fall was related to the dbs device but requested the rep to come and check the system. The caller stated that the patient wasn't having a change in therapy at the time but they wanted the dbs device to be checked to ensure it was functioning. The caller didn't know if the system had been checked while the patient was in the hospital as they had to do open reduction of the fracture. The caller had the name of the rep but was unable to reach them as they thought they may have had the wrong contact information for them. There were no further complications reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.